Manufacturer narrative:
Article citation: moso-cuadrado et. Al "unnoticed implantation of a short xen® device" journal francas d'opthalmologie, volume 42, issue 9, november 2019. (Pp 1031-1032). Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time.

Event description:
The article "unnoticed implantation of a short xen® device" noted a patient underwent a xen 45 gel stent placement with a combined mics procedure. On the first postoperative visit it was noticed that a "short device confined to subconjunctival space was observed. Gonioscopy did not reveal the device in the angle and iop was 19 mmhg. An unnoticed xen® short (1.5 mm) and subconjunctival device without external exposure". The implant was removed and another device was successfully inserted.